Manufacturer narrative:
H.6. Investigation summary: sample evaluation: two unmarked plastic bags containing three loose 10ml syringes each were received, reported to be from batch #8067730 or 8067753 (p/n 302995). The samples were visually evaluated. All six samples were found to have fluid inside the syringes. Three syringes contained colorless fluid and were found to have fluid between the stopper ribs. The fluid did not pass the stopper. Three syringes contained light yellow fluid and were found to have fluid between stopper ribs. Unknown crystalized white residue was also found beyond the stopper. The defect could be confirmed based on sample evaluation. DHR review for batch 8067730 (p/n 302995): manufacturing dates: 03/17/2018 to 03/29/2018. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8067730 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 8067753 (p/n 302995): manufacturing dates: 03/19/2018 to 03/21/2018. Batch quantity was (B)(4). Printing and assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8067753 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: the defect could be confirmed based on sample evaluation. The root cause was not determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8067730; medical device expiration date: 2023-02-28; device manufacture date: 2018-03-08. Medical device lot #: 8067753; medical device expiration date: 2023-02-28; device manufacture date: 2018-03-08. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe luer-lok¿ tip leaked during use. There was no report of exposure, serious injury or medical interventions.